Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted without issues. However, while steering the clip to the tricuspid valve, while turning the knobs, the knobs felt tight, and a tactile and an audible sensation was felt. The cable had snapped. The clip was removed from the patient. Two triclips were then implanted successfully, reducing the tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported that the triclip delivery system (cds) was unable to straighten.

Manufacturer narrative:
All information was investigated, and the returned device analysis did not confirm the reported physical resistance/sticking of the knob, noise, audible noise and cable break. Additionally, the inner spool and outer spool were observed to not be bonded and when the f/e knob was rotated to straighten and curve the sleeve in the f direction, the sleeve was unable to straighten and curve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and analysis of the returned device (unable to confirm the reported issues) a cause for the reported cable break, noise and knob resistance cannot be determined. However, the observed inner spool and outer spool not bonded together resulting in the observed unable to curve and straighten sleeve upon turning the f knob appears to be related to a potential product quality issue; therefore, exception (issue) 132089 was initiated on (B)(6) 2024 for further investigation of a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.